Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single site permanent cautery hook instrument and completed the device evaluation. Failure analysis confirmed the customer-reported complaint. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip, and current flow was not detected across one grip tip. There was no obvious damage to the conductor wire(s). The instrument was further investigated by the failure analysis engineer (fae). The fae confirmed the initial findings. Electrical continuity was tested and confirmed to fail. The instrument was disassembled to determine the location of the break. Upon disassembly, it was found that the conductor wire was broken inside the main tube just past the hook/distal end assembly. A gap was observed inside the clear tubing. The clear tubing was removed, and the broken conductor wire was confirmed. Continuity was additionally tested on both sides of the break and passed, further confirming that the break was the cause of the failed continuity test. .

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the single site permanent cautery hook would not cauterize. The procedure was completed with no reported injury.